Manufacturer narrative:
(B)(4). The device was evaluated and the reported condition of increased intra-peritoneal volume was confirmed through a review of the event logs. The cause was determined to be use error related to a bypass of the initial drain. A review of the product labeling was performed which found the homechoice patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A nurse (rn) contacted baxter's technical service center regarding a report of an overfill on the homechoice (hc). The rn requested a swap of the hc; the rn stated she was unable to provide patient name, fill volumes, or drains. The baxter technical service representative (tsr) arranged for a swap of the unit as requested. On (B)(6) 2011 baxter canada pharmacovigilance received report from the rn who stated the home dialysis team pulled the cycler from circulation to determine if the incident was related to a machine error. On (B)(6) 2011 the baxter sales representative relayed report to (B)(4) that the customer stated there was "some speculation that a drain may have been bypassed, and that a visiting nephrologist may have touched some buttons on the homechoice". The customer further reported that the patient was in the ICU at the time of the event and was suffering from a number of comorbidities. The patient has since recovered from this incident. No further information is available at this time.